Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an extracorporeal membrane oxygenation interventional procedure with an 18f sheath. Reportedly, the suture pins [foot] failed to close during step 4. The sheath separated and remained in the femoral artery. The separated piece was removed via surgical cutdown. Surgical suturing was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the reported entrapment. The resistance encountered during the attempted removal likely led to the sheath separation. The reported treatment appears to be related to the circumstances of the procedure. The IFU deviation did not contribute to the reported difficulty. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1494 clarifier - indication of use